Manufacturer narrative:
Changes made to: d4: lot number. D4: expiration date. H4: device mfg. Date. The icerod needle, lot a7063 was returned for technical analysis, rather than lot t0171 as originally reported. Engineering testing showed insufficient thermal insulation of the vacuum sleeve, resulting in frost on the shaft. The size of the ice ball was within specification and was not compromised due to the loss of insulation. A bend in the needle shaft was detected during visual analysis of the device. The needle was disassembled, and no manufacturing issues were noted. This type of component failure could occur if the needle shaft becomes bent during use. The vacuum sleeve will not function as expected if return gas can enter between the vacuum sleeve and the shaft wall due to a bend in material. In this event, it is unlikely that the bend was present prior to use as there were no issues noted during the initial testing and it was not reported by the user. No relationship between the needle's assembly processes and the vacuum loss phenomena was identified.

Event description:
It was reported that during the first freeze cycle of a renal cryoablation procedure, ice was forming on the entire shaft of an icerod cx needle. The patient's skin was protected using a sterile towel and irrigated continuously with saline throughout the case. The treatment was completed successfully with no evidence of patient injury.

Event description:
It was reported that during the first freeze cycle of a renal cryoablation procedure, ice was forming on the entire shaft of an icerod cx needle. The patient's skin was protected using a sterile towel and irrigated continuously with saline throughout the case. The treatment was completed successfully with no evidence of patient injury.